Manufacturer narrative:
H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. Blower, blower bellow, machine flow sensor, one of the in-line filters prox., the in-line filter have to be replaced due to contamination. Based on error 82 and due to the 4 year pm procedure, the air foam inlet filter and muffler have to be replaced.